Event description:
It was reported that there was failed downstream occlusion (dso) calibration test / dso peeling off. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 7/7/2025. One device was returned for analysis. Visual inspection found a failure (dso) downstream occlusion seal and extensive corrosion of (dso) downstream occlusion sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a liquid damage. Upon further investigation, found extensive corrosion dso sensor printed wire assembly (pwa) board. The pump determined to be beyond economical repair. The service history review had no indication that the complaint was related to a service of the device within the review period.